Manufacturer narrative:
It was reported that the set separated at the drip chamber. Received one new primary set model 2426-0500 lot 20043182. The pcu and pump device that were in use during the customer event was not returned for evaluation. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies or separations were observed during initial inspection. Functional testing was performed by spiking the set to one lab bag filled with blue dyed water. The set primed successfully via gravity allowing the blue dyed water to flow freely without any separations or issues observed. The set was pressure tested while submerged underwater (per dir # (B)(4) IV disposable leak test method). Air pressure was incrementally increased from 5 psi to 30 psi. No separations or anomalies were observed. Additional testing was performed by tugging on the engagement of the drip chamber and tubing with normal force. No separations were observed. Equipment used (inspection performed on (B)(6) 2020) - optical ram-cnc, eq08204, calibration due date: 05feb2021 - air pressure regulator with pressure gauge, eq00151, calibration due date: 07nov2020 a device history record for model 2426-0500 with lot number 20043182 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 05apr2020. The search showed that there were no quality notifications for the failure mode reported by the customer. It was not possible to confirm the root cause of the reported issue in this instance. Functional and pressure testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. The pcu and pump device that were in use during the customer event was not returned for evaluation. H3 other text : see h10.

Event description:
It was reported that as lvp 20d dehp 3ss cv line was severed. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20043182 it was reported that line severed at point where drip chamber and line meets. Additional information (customer response) 18-aug-2020: 1. What was the date and time of the event? (B)(6) 2020 2. Was the tubing set attached to a patient at the time of the event or occurred during preparation/setup or when taken out of package? During preparation/set-up 3. Was there a delay of, or change in, the course of treatment due to the event? Please explain: no 4. Exposure to blood/bodily fluid/IV solution? If yes, please explain: no 5. Are the products involved in the event available for investigational purposes? No.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv line was severed. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20043182. It was reported that line severed at point where drip chamber and line meets. Additional information (customer response) 18-aug-2020: what was the date and time of the event? (B)(6) 2020. Was the tubing set attached to a patient at the time of the event or occurred during preparation/setup or when taken out of package? During preparation/set-up. Was there a delay of, or change in, the course of treatment due to the event? Please explain: no. Exposure to blood/bodily fluid/IV solution? If yes, please explain: no. Are the products involved in the event available for investigational purposes? No.